Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 10 atm's on the third inflation. (The number of atm's reached on the initial and second inflation was also 10 atm's.) The patient was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in the mid-lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.